Event description:
Smoke emitted from the elbow of the extension arm. The internal 3 amp fuse did not blow. Internal wires were burned in two places as described below: wires inside the arm piece near the molex connectors; inside the base near the transformer. Orange and brown wires from the transformer burned as well as the orange and red wires from the wire harness coming from the arm.